Event description:
The initial reporter stated they received discrepant results for four patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. All initial values were reported outside of the laboratory. A physician did not accept the initial value from sample 2 and requested a new sample collection from this patient. The customer repeated sample 2 on (B)(6) 2022 and as the results from this sample were different, the customer decided to repeat all complained samples on this same day. The repeat values from the samples were deemed correct. The first sample initially resulted in an hba1c value of 7.7 % and repeated as 4.9 %. The second sample initially resulted in an hba1c value of 6.8 % and repeated as 5.2 %. The third sample initially resulted in an hba1c value of 5.6 % and repeated as 7.2 %. The fourth sample initially resulted in an hba1c value of 4.6 % and repeated as 7.1 %. The hba1c reagent lot number was 591902. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined the rinse nozzles were bent, causing water to splash into cuvettes. The nozzle tips, heat cut filter, and syringe seals were replaced. Tubing was rerouted. The customer replaced the reagent probes as a precaution. The customer ran controls and the results were within expectations. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Controls recovered within established ranges. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.